Manufacturer narrative:
The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the device is too heavy on the flowmeter causing a whistling sound indicating an oxygen leak. The device was being used on a patient to administer oxygen therapy at the time the alleged incident occurred. The patient de-saturated while receiving treatment. Another device was used successfully.